Event description:
A cracked and shattered touchscreen on a pump was reported by the caller, which rendered the touchscreen illegible and unusable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their glucose level. The customer continued using the current pump via a mobile app and planned to transition to multiple daily injections (mdi) as a backup therapy.